Event description:
It was reported that during the superion implant procedure while the physician was deploying the device it became stuck on the lamina, vertebra, and when he tried to release it the screw gave way, snapped. All the parts of the device were removed. The procedure was completed, and the patient is doing well.

Manufacturer narrative:
Analysis of the returned indirect decompression (ID) spacer exhibits normal characteristics. A labeling review was performed, and it did not reveal any anomalies. However, device breakage can occur when used with forced deployment and is noted within the instructions for use (IFU) as a potential complication associated with the use of the device. With all the available information, boston scientific concludes the cause of the reported event was determined as no problem detected.

Event description:
It was reported that during the superion implant procedure while the physician was deploying the device it became stuck on the lamina, vertebra, and when he tried to release it the screw gave way, snapped. All the parts of the device were removed. The procedure was completed, and the patient is doing well.